Event description:
The customer reported that the ventilator gave a transducer fault. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the main pcb fixed the reported issue.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple xdcr (2, 0, 693 & 691) event recorded in events. Turned unit on in operating mode with received settings note unit ran with no anomalies then after 10 min of operating reported problem duplicated of xdcr fault (2, 0, 693). Powered unit in service mode and perform calibration per service manual. Failed to calibrate 0cmh2o press at a/d 693 should be between min 37 max 690 xdcr drifted out of calibration. Findings/root-cause: reported problem was duplicated and isolated to bad transducer. This issue is being addressed by an internal corrective action.